Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: hernia. According to the reporter: the tacker device seized up after only a few firings. Two of the three tackers stayed down. The staff opened add'l devices to finish the procedure. Three devices did not fully function initially, and the procedure was completed upon use of the fourth device. Three re-operations were performed on the pt following the hernia procedure, as there was a perforation of the bowel noted after the initial surgery. The surgeon stated that the tacks that fired seated correctly during the procedure. There were no images taken post-operatively. Inspection of the operative area during the re-operation had shown infection at the site of mesh placement. The staff did not state that the protack resulted in pt injury, but did report the add'l pt info.